Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in leaked at luer connection. It was reported by customer that the blood leakage observed near the luer lock (where they connect the extension or needle free connector) at the insertion. Verbatim: blood leakage observed near the luer lock (where they connect the extension or needle free connector) at the insertion. He wants to know if we heard about other cases like this.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383590 and lot number 3270884. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.